Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was implanted in the patient. The evaluation could not determine the cause of the event as the implant coil was not returned; however, the release mechanism was found to be activated which may have contributed to the detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. The patient¿s anatomy was medium in tortuosity and thickness. During the procedure, it was reported the axium implant coil did not detach with the instant detacher. Upon removing the coil by pulling the pushwire, it was discovered that the implant coil detached and adhered to the wall of the microcatheter. The detached implant coil was successfully implanted in the aneurysm by pushing it with the guidewire. No patient injury was reported as a result of the procedure.